Manufacturer narrative:
Additional information: a2, a3, b6, b7: (mean and mode used). B3: publication date used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Malpositioned stent and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported events (malpositioned stent and stent obstruction) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: 43268-2. Please reference report 2032546-2024-00119 for the reported cases of anterior uveitis, binocular double vision, choroidal effusion, corneal decompensation, iop increase, macular edema and peripheral anterior synechiae.

Event description:
The following was reported through a review of the article title, "longitudinal outcomes of istent inject with cataract surgery compared to cataract surgery alone: real-world data from the fight glaucoma blindness registry." Reportedly, following cataract plus trabecular microbypass stent system procedures in a total of one thousand two hundred and fifty-seven (1257) cases, the following events occurred within the first twelve (12) postoperative months. Per report, there were three (3) cases of anterior uveitis; two (2) cases of binocular double vision; two (2) cases of choroidal effusion; three (3) cases of corneal decompensation; eighty-one (81) cases of intraocular pressure (iop) increase; twenty-eight (28) cases of macular edema; six (6) cases of peripheral anterior synechiae (pas); and one hundred eighty-seven (187) cases of decreased vision. Additionally per report, there were six (6) cases of mispositioned stent, and two (2) cases of stent obstruction. Additional information has been requested. See attached article for further details. Reference doi: 10.1097/j.jcrs.0000000000001567. This report references the cases of malpositioned stent and stent obstruction.